Event description:
It was reported that this right ventricular (rv) lead exhibited oversensing noise and high capture threshold due to a suspected lead fracture. The lead insulation was visibly damaged. Additionally, the pacing impedance measurement had dropped from 600 ohms to 330 ohms range. Subsequently, this rv lead was explanted and replaced with a competitor lead. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual examination of the lead noted cuts in the insulation, the damage was likely induced during the explant procedure. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities other than the cuts on the insulation.

Event description:
It was reported that this right ventricular (rv) lead exhibited oversensing noise and high capture threshold due to a suspected lead fracture. The lead insulation was visibly damaged. Additionally, the pacing impedance measurement had dropped from 600 ohms to 330 ohms range. Subsequently, this rv lead was explanted and replaced with a competitor lead. No additional adverse patient effects were reported.